Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted to treat a lesion in the proximal circumflex coronary artery. It was not possible for the stent to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent caught on the lip of the guide catheter causing it to dislodge from the delivery balloon. The dislodged stent then travelled down to the mid-circumflex coronary artery. Attempts to snare the stent were unsuccessful. The undeployed stent was "crushed" into the coronary artery wall with a 3.0mm diameter ptca balloon and another manufacturer's stent was implanted over the s7 stent. Subsequently, the target lesion was treated with another manufacturer's stent. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The instructions for the removal of an undeployed stent were not followed. When the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.